Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. Also during evaluation, an error 1 was displayed with no assignable cause found. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The investigation concluded that the mirrored display issue corresponds to the fitted display component. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.